Event description:
It was reported that the insulin pump alarmed no delivery and that the customer experienced high blood glucose levels. The blood glucose reading was 600 mg/dl persistently. The customer's mother stated that the insulin type would crystalized in the tubing even though it had been approved for use in the device. She stated that all supplies needed to be changed 2 to 3 times per day. She stated that the no delivery alarms occurred during the basal, bolus, and carbohydrate entry processes. She stated that she had also changed the batteries, cleared the alarms, and was still unable to resolve the high blood glucose issue. She reported that insulin did not exit during the manual prime as well. The customer was lethargic, and manual injection treatment lowered his blood glucose levels effectively. She stated that after the device showed insulin delivered, the blood glucose levels would actually rise. She declined troubleshooting and requested the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted during visual inspection. The insulin pump passed functional testing. No excessive no delivery alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.